Manufacturer narrative:
Date of the event unknown. Device lot number unknown. Product not returned to manufacturer

Event description:
It was reported that abutment screw (unisg) was fractured. It was also reported that the patient was sent home with another screw.

Manufacturer narrative:
Zimmer biomet complaint # (B)(4). No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite square uniscrews it is recommended to torque between 32-35ncm. Alleged event was non-verifiable without the return of the product. A singular root cause could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.